Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pre-admission status was cancelled. A technical support specialist (tss) reviewed the patient status using patient encounter system (pes) based on the details provided by the user, confirming the patient was showing as pre-admitted. Adt history review showed discharge messages on (B)(6) 2026, followed by a pre-admission message on (B)(6) 2026. The most recent admit discharge transfer (adt) message received by the server was a discharge on (B)(6) 2026 for visit ID (B)(6), and no admit message or activity was received for visit ID (B)(6). Further investigation revealed the patient had been temporarily admitted manually on (B)(6) 2026, and expanded review confirmed that the pre-admission for visit ID (B)(6) was later cancelled. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient status was not updated. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.